Event description:
It was reported that e-pen drive runs on its own with no foot switch or hand switch depressed. The device only stops when the sleeve is turned to the lock position. The surgeon noticed the motor would run without depressing the foot petal during a lefort osteotomy I. The procedure was completed without incident to the patient by turning the hand piece to the lock position when the device needed to be shut off. This report is for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes for this report include dzi, erl, and hbe. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and there were no visible damages. The device passed the required functional test successfully. No damages or functional errors could be detected. The device worked properly and met specifications. The problem as per the event description could not be duplicated. This complaint is invalid from a manufacturing standpoint. A product development evaluation was also performed. The design was acceptable and the electric pen drive functioned with the test hand and foot switch. It was determined that the problem was caused through cables, the foot switch, or the console, which were not available for investigation. This complaint is invalid from a design standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. As the product is an (B)(4) device, synthes forwarded this device to (B)(4) for further evaluation. Reliability engineering evaluated the device, and the reported problem was confirmed. The unit ran as soon as power was applied, and stopped when moved into the lock position. It was concluded that this condition was likely due to component wear out from normal use and over time, as no signs of improper cleaning or maintenance were observed. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is considered to be due to be a result of component wear out from normal use and over time, as no signs of improper cleaning or maintenance were observed. (B)(4). Product manufactured on 01/19/2012.

Event description:
This is report 1 of 1 for (B)(4).